Event description:
A (B)(6) male patient contacted zoll customer support to report constant check te (therapy electrode) alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. In addition, the trunk cable connector was cracked. The cause for the check te messages is the damaged wires inside the cable connecting the rear te and the dn. The cause for the damaged wires is the detached cable. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. The root cause for the cracked trunk cable connector cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.